Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: e2dr06 implantable pulse generator (ipg) 2006-(B)(6). (B)(4).

Event description:
It was reported that the lead impedance suddenly increased and was high due to a possible fracture. It was also reported there was failure to capture at maximum output. The lead was capped and a new lead was implanted. No patient complications have been reportedas a result of this event.